Event description:
(B)(4) received notification from a customer regarding an adverse incident regarding a bath chair that (B)(4) imports and distributes. (B)(4) contacted the enduser to gather more information. Enduser was sitting in chair in the bathtub when legs of the chair gave way, causing her to fall. Enduser hit her back on the handicap rail. She re-injured her arm and experienced back pain. X-rays conducted a month later showed a compression fracture of her back. This report is based on information provided by the enduser's sister and daughter.